Event description:
The facility reported an infusion pump that overinfused during patient infusion of heparin. Reportedly the patient was being infused with 250ml of heparin at a rate 7.5ml/hour. Approximately 1 hour after infusion began, the nurse returned and noted that the 250ml of heparin had infused into the patient. Protamine 50 mg IV was given to counteract the effect of the heparin. Whether or not the patient experienced any signs of bleeding was not provided. The facility also reported the incident via facility voluntary medwatch #1053403402-2007-0001. In the facility report, the patient was given protamine 50 mg ivpb x 1 after infusion event. The biomed evaluated pump after the event and was able to replicate the free flow malfuncion using the same tubing. Product codes and lot numbers for the tubing were not provided nor saved.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 04, 2007. The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. The facility provided a copy of the pump event history which was reviewed by a baxter pal lab technician. "Event history review: "reported incident: overinfusion of heparin. Reportedly, the patient was being infused with 250ml of heparin at a rate 7.5ml/hour. Approximately 1 hour after infusion began, the nurse returned and noted that the 250ml of heparin had infused into the patient. Incident date: 2007. There is a full event history (1000 events) in 2007. On that time period, the pump was powered on. 22:07:53 infusion started, rate 7.5 ml/hr, volume to be infused was 250 ml. There were 7 downstream occlusions occurred, tubing was unloaded and loaded 3 times, 5 air detected sets occurred. Pump sat in air alarm for 11 min 28 sec. Air was advanced four times. Total amount delivered 226.6 ml as of the month prior to original month 04:34:37 (the same day) 04:52:24 volume reprogrammed to 250 ml (rate still 7.5 ml/hr). Tubing unloaded / loaded. 04:54:46 start key press. Pump ran until the following day 14:14:41 kvo. Pump was in kvo for 2 hours, 33 min, 13 sec. 16:47:54 stop key press. Volume was re-programmed to 7.5 ml.; 16:48:03 start key press. 17:40:54 stop key press. Total amount delivered 269.6 ml. Tubing unloaded / loaded. The same day, volume reprogrammed to 250 ml. 17:42:02 start key press. One upstream occlusion occurred. 17:45:18 open key press, tubing unloaded /loaded. 17:45:38 start key press,19:50:43 stop key press. Total amount delivered 15.9 ml. 20:12:47 off key press. 20:16:35 pump powered on, 20:18:40 off key press (no activity). No more events on the same day. Conclusion: per event history, the pump performed as programmed."